Event description:
An alarm issue was reported with the adc application in use with an ios system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced seizures and loss of consciousness and was unable to self-treat, requiring unspecified treatment by third-party. Customer was transported by paramedics to the hospital where they were monitored and provided with food/jello for diagnosis of hypoglycemia. Additionally, it was reported that the customer was hospitalized approximately two weeks ago for low blood sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an ios system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced seizures and loss of consciousness and was unable to self-treat, requiring unspecified treatment by third-party. Customer was transported by paramedics to the hospital where they were monitored and provided with food/jello for diagnosis of hypoglycemia. Additionally, it was reported that the customer was hospitalized approximately two weeks ago for low blood sugar. There was no report of death or permanent injury associated with this event.